Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information regarding a dream station auto CPAP. The manufacturer received the allegation of kidney disease, lung disease and reduced cardiopulmonary reserve and "death". In addition, the patient also alleged eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea and vomiting. At this time, no medical intervention has been reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, pil disassembled the device and then reassembled the device. Pil observed white blower box foam and scratch on the top of the humidifier and the top of the base. Pil was not able to confirm the complaint or address the symptoms specified. In box d: device serviced by 3rd party? Device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The manufacturer received the allegation of kidney disease, lung disease and reduced cardiopulmonary reserve and "death". In addition, the patient also alleged eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea and vomiting. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.